Event description:
It was reported that a customer received inaccurate fill estimates after changing the cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.